Manufacturer narrative:
The reported field event of loss of output is a known potential effect of electrocautery interference. Eri flag being falsely triggered is consistent with device pacing at higher rate. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that during normal pulse generator change out, the device went from doo mode to no pacing output. During application, cautery did not touch the device. Pacing was recovered to vvi mode about 30 seconds later. The device was explanted and replaced. The patient was fine and no adverse consequences occurred.